Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cables to be broken. One grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit any damage. The cable segment was observed to be sticking out at the wrist of the instrument. The cable broke under tensile loading. The other cables at the wrist were undamaged. The cable wear on the pulleys combined with high grasping force and a large fleet angle between proximal and distal pulleys likely contributed to the breakage. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy procedure, a frayed cable was identified at the endowrist section of the large suturecut needledriver instrument while in use. There was no patient harm, adverse outcome or injury reported.